Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2005, the pt presented to the hosp with a right inguinal hernia. The pt underwent a right inguinal hernia repair with a perfix plug and excisional biopsy of the right inguinal lymph node. On (B)(6) 2012, the pt was diagnosed with suffering from chronic inguinodynia and it was recommended to not remove the mesh due to the risk of more problems. Attorney alleges injury, pain and suffering, infection, inflammation, add'l surgery, mesh protruding, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. The pt's attorney alleges the pt developed and was treated for inflammation and infection, both of which are known possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, it is indicated in the attorney's report that the mesh remains implanted. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.